Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (resetting) was confirmed. Upon investigation , the charger was resetting due to a loose j17 connector on the bedside board being knocked off. The root cause of the loose j17 connector was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was experiencing resets.